Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with trsf2 (transferrin) on a cobas 8000 c 502 module. The customer provided data for three patient samples with questionable values. The transferrin-iron saturation ratios for these samples were questionable. The first sample initially resulted in a transferrin value of 102 mg/dl. The sample was repeated at a second site on an unknown analyzer, resulting in a value of 203 mg/dl. The customer re-calibrated transferrin and repeated the sample on 04-dec-2023, resulting in a value of 133 mg/dl. The second sample initially resulted in a transferrin value of 144 mg/dl. The sample was repeated on (B)(6) 2023, resulting in a value of 355 mg/dl. The third sample initially resulted in a transferrin value of 111 mg/dl. The sample was repeated on (B)(6) 2023, resulting in a value of 218 mg/dl. Corrected reports were issued for the samples.

Manufacturer narrative:
The transferrin reagent lot number was 73270901, with an expiration date of 31-may-2025. Calibration data showed frequent errors. Controls were within range. The field service engineer checked the sample probe and found it was misadjusted. The probe was replaced and adjusted. The investigation determined the service actions resolved the issue. Medwatch field e1. Facility name - the full facility name was provided as (B)(6).